Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the stent delivery system (sds) encountered resistance with the patient¿s moderately calcified, mildly tortuous, and 75% stenosed lesion during advancement. After implantation, it was noted that the balloon fold was abnormal. Factors that may contribute to a failure to fold include, but are not limited to, contrast mixture, contamination in the inflation lumen, damage to the inflation lumen, material properties, and/or loose connection with the indeflator. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported failure to fold. Additionally, a failure to fold would impact the sds¿s maneuverability, likely contributing to the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion in the left anterior descending (lad) artery with moderate calcification and mild tortuosity. After pre-dilatation with a 4x12mm nc trek balloon, the 4.5x18mm xience skypoint stent delivery system (sds) was advanced to the target lesion with resistance due to the anatomy. The stent was implanted, however, the balloon of the sds folded larger than the normal size. Therefore, difficulty was experience when removing the delivery system when pulling through the 6fr sheath. The sheath and the delivery were removed as a single unit. There was adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.